Event description:
Infant found to be desaturating in the 60's after requiring increased fio2. Vapotherm infant nasal cannula found to have come apart between the prongs and the side of the cannula. Cannula removed and new one connected. Saturations improved to within normal limits. Manufacturer response for nasal cannula, vapotherm: no response yet.